Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had hardware low level failure alarm and beep anomaly. The customer¿s blood glucose level was 77 mg/dl. The customer reported that they had performed the self test and during the self test hardware low level failure alarm was occurred. The customer reported that they were able to complete the insulin pump rewind. The customer reported that the troubleshooting was performed for pump error and beep anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm anomalies or beep anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No lost sensor alarms noted during testing.